Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chlamydial infection on (B)(6) 2016 and polycystic ovarian syndrome. Previously administered products included for an unreported indication: dmpa. Concomitant products included bupivacaine;epinephrine (marcain) since (B)(6) 2017, diazepam, epinephrine;lidocaine hydrochloride (lidocaine-epinephrine), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) and misoprostol. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and abnormal uterine bleeding outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding and pelvic pain to be related to essure. The reporter commented: the patient also underwent lysis of adhesions along with essure removal. Left-trailing coils in uterus: 1 , right-trailing coils in uterus: 3 . Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2017: findings: single view of the abdomen. Fallopian tube occlusion devices project over the mid sacrum, right lower pelvis. Bowel gas pattern nonobstructive no suspicious calcifications. Bones and soft tissues are within normal limits. Impression: essure devices projecting in the mid and right pelvis. Unfortunately, given the known anatomic variation of pelvic anatomy, uterine tilting/positioning, appropriate position for confirmation cannot be determined on the basis of a radiograph. Hysterosalpingography is the best way for confirmation of placement and occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporter information, patient's demographics,lab data, medical history and concomitant medications added. No new clinical information received, update to imdrf/FDA codes only. On (B)(6) 2021: internal case review: correction of drug marcaine adrenaline [bupivacaine hydrochloride;epinephrine] - more characters than possible for the concerned data entry field based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the patient also underwent lysis of adhesions along with essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominla pain") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingectomy with removal of essures, cytoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: the patient also underwent lysis of adhesions along with essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.